Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. An event history log review was performed, and a high drain volume error was discovered. The high drain volume error verifies the occurrence of the reported problem of an increased intra-peritoneal volume (iipv). The device was tested and passed both the return instrument test / evaluation (rite) functional test and rite electrical test. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:31:36. During night drain cycle one, the patient's ultrafiltration reading was 2766ml, indicating the home patient drained 2766ml more than their maximum programmed fill volume of 2000ml. No additional information is available.